Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of suggested event could not be determined, the event most occurred due to the use of a high-frequency instrument not far enough from the tip of the instrument. The event can be detected/prevented by following the instructions for use in: 3.3 inspection of the endoscope. 3.4 inspection of accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited a burnt tip cover. There was no patient involvement.